Event description:
It was reported that the patient¿s mother stated the patient had dropped his pump, resulting in a broken connector and a cartridge becoming stuck in the ilet housing. The agent instructed the patient¿s mother to use pliers to grip and unlock the connector, and she was able to successfully remove the connector and extract the cartridge. The patient planned to load a new cartridge, change the infusion site, and resume therapy. The patient¿s bg level was reported to be 247 mg/dl and had been elevated for approximately 15 minutes. The patient did not use backup therapy, did not perform ketone testing, did not receive medical intervention, and did not require assistance. No immediate health effects were reported. The lot number provided for the connector was 31449. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.